Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si cystectomy procedure, instruments were being removed for undocking at the end of the case, the distal tip of the prograsp instrument deformed/broke in arm 2. As a result, the instrument could not be removed from the cannula. (B)(6), the first assistant, undocked arm 2 from the cannula. She then reportedly angled the cannula under direct vision in order to remove the instrument and cannula from the patient port site. The instrument was inspected and it did not appear to have any missing pieces from the shaft. Dr. (B)(6) determined there to be no harm to patient. Due to the fact that the prograsp instrument had no additional uses left, (B)(4), the board runner, made the decision to discard it. The customer was advised to check the cannula with a gauge pin to ensure that it was not damaged as part of the instrument removal. Upon follow up, I was told that it was not damaged. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.